Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined.

Event description:
It was reported via a medsun medwatch mandatory and voluntary report stating that on an unknown date on (B)(6) 2024, a plum 360 was found to have unexpectedly shut down. The reporter stated ¿the patient was receiving norepinephrine infusion to manage hypotension. The ICU medical plum 360 infusion pump shut down without any alarms or warning. The pump was plugged into an electrical outlet. The registered nurse (rn) was able identify the failure of the pump in timely manner and no harm came to the patient. If the rn had not recognized the failure, there could have been patient harm to even death. The rn utilized a new pump without any difficulty. The IV pump had received maintenance and a battery replacement 5 months prior.¿ the event occurred at the hospital user facility. The intended procedure was for the infusion pump not to shut off on the patient. If there was a potential failure, the intravenous (IV) pump would alarm so the registered nurse (rn) could take action to prevent a pause in therapy. There was patient involvement, no patient harm and there was delay in therapy.